Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the device and stated that the unit failed transducer calibration. The customer determined the likely failure was associated with the main printed circuit board (pcb). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator showed transducer alarm. The customer confirmed that there was no patient involvement associated with the reported event.